Event description:
It was reported that there was unknown material removed from driveline exit site (dles). Infectious disease team was concerned about material being velour.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported driveline infection could not be conclusively determined through this evaluation. Additionally, the source of the returned material and a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively determined. Two samples returned inside of a plastic jar, each measuring less than 0.5" in length. Upon microscopic inspection, one of these samples appeared to mostly consist of biological material that was orange/brown in color in addition to small fibers of unknown origin. The other sample was light brown in color and primarily consisted of intertwined fibers of unknown origin. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, rev. D, and the heartmate 3 lvas patient handbook, rev. A, are currently available. Chapter 1 of the IFU, "introduction", lists driveline infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Chapter 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. This chapter cautions to keep the driveline exit site as clean and dry as possible and contains a subsection on ¿caring for the driveline exit site.¿ this chapter also states to ¿carefully wash hands every time before and after changing the driveline exit site bandages, or whenever the driveline exit site is touched or handled¿. Several chapters of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.